Manufacturer narrative:
(B)(4). Internal complaint #: (B)(4). Auto number: (B)(4).

Event description:
The hospital reported during the procedure once placed in the patient, the surgeon gently pulled the fusion vascular graft in order to position it properly. Then the external support coil completely removed from the graft. No clinical consequence was reported so far.

Manufacturer narrative:
On 08/01/2017 01:29 pm (gmt-4:00) added by (B)(6): internal complaint #: trackwise ID (B)(4). Auto number: (B)(4). The DHR has been reviewed. There were no non-conformities observed and passed all requirements and specifications. The device lot met the bead peeled strength test criteria.

Event description:
The hospital reported during the procedure once placed in the patient, the surgeon gently pulled the fusion vascular graft in order to position it properly. Then the external support coil completely removed from the graft. No clinical consequence was reported so far.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during the procedure once placed in the patient, the surgeon gently pulled the fusion vascular graft in order to position it properly. Then the external support coil completely removed from the graft. No clinical consequence was reported so far.